Event description:
Case - laparoscopic appendectomy endo gia universal handle used...black knobs on handle would not function and allow staple to open. Handle replaced and staples worked. Case progressed without incident. Endo gia roticulator staples used #030455.